Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: 10/01/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 09/16/2015 with the following findings: during a visual inspection of the keypad, it was noted that the ok button was torn. The down button was unresponsive to user input. The keypad cover was removed and no evidence of contamination was found underneath the button contacts, but the down button contact was misaligned and the spring-back was inverted. Unrelated to the original complaint, it was also noted that the battery compartment was cracked.